Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the last blood glucose reading recorded in the glucose meter was 460mg/dl. It was mentioned that the legs were hurting, but it did not have to do with the diabetes. No further information was provided.